Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the associated anchor was not returned and therefore not available for a physical evaluation. The complaint cannot be confirmed. However proximal anchor breaks in hard bone have been associated with out of spec drill bits and a CAPA has been initiated for this issue. Appropriate measures and corrective actions were implemented to mitigate this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed a similar complaint for this lot released to distribution. At this point no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported by the sales rep that during an unspecified surgical procedure of the hip, it was observed that three of the customer's gryphon br anchors broke. He stated the anchors all broke upon insertion into the bone at the proximal end of the anchors one after the other. The surgeon still used the anchors and kept them inside the bone because he felt he had proper fixation and was able to remove the broke fragments of the anchors. The sales rep is sending back his gryphon drill bits because he felt they were related the anchors breaking and this way they can be evaluated. Only one drill bit was used in the procedure but the sales rep is not sure which one was used so all six are being returned and replaced for him. There were no patient consequences and the procedure was extended five minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.